Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was 154 mg/dl. The customer stated they were skiing prior to the alarm occurring. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms were noted. No traces of moisture were noted at electronic or motor assembly per visual inspection. The insulin pump was received with cracked case at display window corners, display window and battery tube threads and minor scratched lcd window.